Event description:
Catheter part of an insyte needle blew off in the pt's arm. The catheter separated from the base of the needle. Blood was spurting from the catheter inside the pt's arm all over the floor. Staff had to grab a clamp, hold pressure and pull the catheter out of the pt's arm.